Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had compressed battery contacts. It was also indicated that the case was broken and the bail covers and bail were contaminated. It was also indicated that the keyboard window was scratched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.